Event description:
It was reported the user received a shock. Our investigation revealed a lead wire had become broken between our retaining strips, which may have allowed electricity to escape, although we were unable to duplicate the event. The condition of the unit indicated a failure to follow our instructions and warnings. We determined that misuse on the part of the consumer was the cause of this incident.